Manufacturer narrative:
Fge catheter, biliary, diagnostic.

Event description:
Dumonceau et al 2006 ¿ ¿inadvertent fracture of a plastic biliary stent during a combined percutaneous¿endoscopic procedure: a word of caution regarding self-locking pigtail biliary catheters¿. A 52-year-old man was admitted to the hospital for worsening cholestasis 8 months after an episode of acute necrotizing gallstone pancreatitis, requiring ercp with biliary stone extraction, cholecystectomy, necrosectomy, and retroperitoneal lavage. A standard hydrophilic guidewire (jagwire, boston scientific, natick, ma, USA) was inserted percutaneously through the mac-loc catheter and into the duodenal lumen, grasped endoscopically with a snare, and used to insert a 10 fr plastic biliary stent (clso-10-7, wilson-cook medical, winston-salem, nc, USA). After partial withdrawal of the percutaneous biliary catheter into the intrahepatic bile ducts, transpapillary stent insertion was performed uneventfully. The percutaneous biliary catheter, whose distal end was located 3 cm above the upper end of the stent, was then re-moved without fluoroscopic control. At this time, the stent migrated into the right liver lobe and was broken into two fragments (fig. 3). The distal portion of the stent was removed endoscopically (using a balloon inflated inside the stent), but the smaller portion of the stent could not be retrieved from a peripheral bile duct despite multiple attempts. A percutaneous biliary catheter was left in drainage alongside the remaining stent fragment. As the general condition of the patient deteriorated with development of retroperitoneal abscesses, stent fragment retrieval was not attempted further. The patient died 2 months later from multiorgan failure secondary to sepsis.